Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response buttons were unable to activate the monitor. The cause for the failure was a nicked cable. The root cause for the nicked cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's response buttons were not working.